Event description:
A nurse reported that the safety shield would not come on and the unit misfired during a photocoagulation procedure. Following a five minute delay, the procedure was completed with no pt harm and no subsequent cancellations. The nurse received phone support regarding the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).